Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due placement difficulty after multiple attempts resulting in helix retraction complication, loss of capture (loc), noise and threshold anomaly. Additionally, the physician also stated that the lead was possibly damaged. A new rv lead of the same model was placed. This lead was shipped for return. No adverse patient effects were reported.